Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: there was no signal, no amplitude, no stroke, and the transducer is faulty. As a result, the device was repaired to meet manufacturer's specifications. As per section 15 of the cusa excel manual - maintaining the system, it is recommended not to exceed 50 hours or 100 surgical procedures, whichever comes first. However, our records show that this device has been in the field for 14 years with a history of 4 annual service. Root cause: the reported complaint was due to transducer failure which failed in the field after 9 years since last replacement. The handpiece became hot during operation due to transducer failure. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received as follows: 1. Did the malfunction occur during a procedure? No. 2. Was the device in contact with the patient? No. 3. Was there a delay in the procedure due to the product problem? No.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the handle on the cusa excel 36khz straight handpiece (c2602) became hot. The circumstance of the event is unknown as no additional information was provided.